Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was discharged with no noted effects from the event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-04-30 UDI #: (B)(4) mfg date: 2017-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out after a low flow alarm sounded for the ventricular assist device (vad). The patient was brought to the emergency department and attached to the monitor. It was noted in the alarm log that there was an approximate one month data gap. Log files were downloaded to ensure it was not a download issue, but the same results were encountered. The patient was admitted to the hospital, and during the admission, the patient also experienced a seizure. Both the vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and pump were not returned for evaluation. A review of the controller log files revealed that the controller's real time clock (rtc) was reset at some point before (B)(6) 2018 . The date and time was manually corrected on (B)(6) 2018 but then reset to zero (year 2000) again on (B)(6) 2018 . The controller continued to log data with the incorrect date for 29 days, after which the date was manually corrected on (B)(6) 2018 . Log file analysis also revealed one low flow alarm logged during the period in which the controller date was incorrect. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Applicable risk documentation and experience with events of similar circumstances were considered; events involving an rtc reset may be attributed, but not limited, to a malfunction of the rtc chip and/or a faulty internal real time clock battery. Additional products: controller 2.0 (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.